Event description:
The customer stated that she opened a carton containing 2 bottles of test strips and found the cap open on one of the bottles. No adverse events were alleged. The test strips are to be returned for eval, as exposure to moisture/humidity can cause high results. Replacement test strips were sent to the customer.